Manufacturer narrative:
Updated field(s): other relevant history. Device evaluation: the iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. A kink was observed on the catheter tubing and inner lumen near the y-fitting approximately 75.7cm from iab tip. The optical fiber was found to be broken at this location. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation - cardiac cath/pre-post manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) a fiber optic sensor failure alarm occurred. The customer successfully inserted another iab without incidence and it performed properly without error. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a